Event description:
It was reported that the 9th clip could not move to the end of the jaw which caused the clip not to close completely at the jaw during and the next clips had the same issue. The doctor immediately stopped using the applier and replaced it with hol single clip to complete the surgery. This event did not cause any harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900062237 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were also able to be successfully applied to over-stressed surgical tubing. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No functional defects were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not closing" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and were successfully applied to over-stressed surgical tubing with no issues. The device was received with 3 clips remaining in the channel indicating that the end user fired 12 clips. All of the clips were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800106 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 9th clip could not move to the end of the jaw which caused the clip not to close completely at the jaw during and the next clips had the same issue. The doctor immediately stopped using the applier and replaced it with hol single clip to complete the surgery. This event did not cause any harm to the patient.